Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was turned off. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer complaint: event date: (B)(6) 2018. The customer reported that the insulin pump turned off with some acoustic alarms after shower. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Device was monitored and no unexpected powering off or blank display noted. There was no unexpected power error 25, low battery alert and replace battery alert in the formatted history file on the event date. However, replace battery now alarm was recorded and found in the formatted history file on: 09/08/2018 02:01:00. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No loose electronic components noted. However, corrosion was found on the electronic assembly. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Failure analysis summary: the pump powered up properly after battery installation. Device was monitored for several days and no unexpected powering off or blank display noted. However, corrosion was found on the electronic assembly. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.